Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was simultaneous flow with a clearlink secondary medication set. The simultaneous flow was identified during infusion. It was noted that a continu-flo solution set was connected to the primary set. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.